Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using a single port (sp) dv system, the customer was performing draping with guided setup. The customer installed the drape onto an instrument arm and proceeded to the next deploy for draping step, after which the drape fell from the instrument arm. Prior to contacting the technical service engineer (tse), the user replaced the drape and started the procedure without further issue. The tse confirmed with the customer that the replacement drape was properly oriented and firmly installed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.